Event description:
Customer's family member called because the pump was alarming during bolus. Family member was able to clear the alarm and was able to continue bolus where it left off when the alarm occurred. No troubleshooting was done because the customer was not available at the time of the call. Family member stated that the pump had not been bumped, dropped or exposed to moisture. The address label is peeling on the bottom right corner.